Event description:
Boston scientific received information that one week post implant, while the patient was being monitored in the hospital for a non-device issue, telemetry showed p-waves followed by dropped ventricular beats for three consecutive beats, oversensing and pacing inhibition was suspected. The patient had no symptoms but was noted to be pacemaker dependant having complete heart block. A revision procedure was performed to investigate the root cause of the issue. Upon opening the pocket, blood was found in all four ports of the header. The setscrews were tight and when they did the tug test the lead's did not come out, however had more wiggle room than normal which seemed to allow the leads to move back and forth. The physician felt this could have allowed blood to enter the ports which led to the right ventricular loss of pacing. All lead measurements were stable and no evidence of noise with the existing device was seen. The physician elected to remove the device and a new device was successfully implanted. No additional adverse patient effects were reported. Additional information was received post explant of the device that air in the header post implant was suspected.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Pre-decontamination, a visual inspection of the device header and case noted no anomalies, there was no body fluid contaminants found in the header. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.